Manufacturer narrative:
H6 - health effect clinical code: 4581 - significant reduction of iridocorneal angles & significant shallowing of anterior chamber. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #(B)(4).

Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault, significant reduction of iridocorneal angles and significant shallowing of ac. Due to excessive vault, significant reduction of iridocorneal angles and significant shallowing of ac the lens was exchanged for a shorter length lens. The problem was resolved. Cause is unknown.